Event description:
Procedure: gastrectomy. According to the reporter: after attaching the orvil anvil to the stapler the anvil would not stand. A new instrument was used to complete the procedure. There was minor tissue damage but nothing additional was done about it. No bleeding was reported and surgery time extended more than 30 minutes.